Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient's blood glucose on that day was above 500 mg/dl with excess urination, extreme thirst, and nausea. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump's settings were not recently changed. During troubleshooting, it was reported that the pump's time and date reset to default if the battery was removed for less than 24 hours. This complaint is being reported because the reported health event was attributed to a device malfunction.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 15-may-2018 with the following findings: during investigation, the black box for the date of the event was not available. The last basal delivery was on (B)(6) 2018. The last bolus delivery was a 15.00u normal (p) bolus. Unable to verify the time/date reset to default setting in the black box. The total daily dose (tdd) history showed out of order dates from (B)(6) 2018 to (B)(6) 2007 and from (B)(6) 2007 to (B)(6) 2018. The pump was exercised for 24hrs. After 24hrs the battery was removed for 6hrs. The bench testing confirmed when the battery was reinserted after 6hrs without power the time /date reset to default setting. The total daily dose added up correctly and reflected the users programmed basal rates. The pump passed delivery accuracy test and was found to be delivering accurately and within range. The battery compartment was cracked above the bumper pad. The display screen has a pinkish contrast.